Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels, remaining above 300 mg/dl for several hours after changing supplies. The patient confirmed there were no signs of leakage or bends in the infusion set tubing. Information was provided regarding potential causes, including the possibility of a bent cannula, and the patient was advised to change supplies. The patient stated they would do so if glucose levels did not begin to trend downward. No backup therapy was used, ketones were not checked, and no immediate health effects or medical intervention were required. A follow-up indicated that the patient¿s glucose levels had begun to trend downward, and the patient had not yet changed supplies but was satisfied and planned to continue monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.